Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, blood was noted under insulation along length of lead body. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and was not severed. Noted a cut in the outer insulation. The helix was retracted. Noted dried blood/body fluid in helix housing. The setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities other than induced damage. Laboratory analysis confirmed the reported allegation of blood in the lumen. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, blood was noted under insulation along length of lead body. The lead was explanted. No additional adverse patient effects were reported.